Event description:
It was reported that "leakage was observed directly at the plug for cardiac output measurement." A request was made for more info.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.